Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that both of the patient's leads migrated. Surgical intervention was undertaken wherein both leads were replaced and effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.